Event description:
Revision surgery. Notified by tga. No further details available. This pi captures the 7 of 25 events.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.